Event description:
It was reported that the patient had an increase in right ventricular (rv) lead impedance and a slight rise in threshold. But has stabilized. It was also noted that there appeared to be undersensing of the rv lead after anti-tachycardia pacing episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).